Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the jaw of the prograsp forceps instrument was stuck on tissue. The instrument release kit (irk) had to be used. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information: the jaws were not closed on tissue. There was no unexpected tissue removal and no patient harm. The instrument was reportedly inspected prior to use and no damage was observed. It was confirmed that the procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have one (1) bent grip tang, causing them to be misaligned. The offset at the grip tang was 0.46 mm. The grip tang was not found to be cracked. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, as moderate misalignment of grip tang can occur due to grasping hard tissue or objects, or through collisions with other instruments.